Event description:
In 2009, the patient reported that this morning she experienced "very high blood sugar levels and then came crashing down this afternoon." She feels elevated blood glucose was due to a defective down button on her infusion device and her bolus was not delivered as programmed. She was not able to provide additional details at the time of the report. Upon follow up four days later, the patient stated that her blood glucose elevated to over 200 mg/dl and she programmed a bolus through the infusion device. She is not certain the bolus was delivered because she did not hear the confirmation beeps from the infusion device after the bolus was programmed. She was not able to review the bolus history at the time of follow up due to returning the infusion device for evaluation. She stated that in the afternoon her blood glucose lowered to 40 mg/dl and she ate fruit and chocolate candy. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.